Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. After placement of a crosslink the surgeon did not like how hit was sitting proud so he wanted to change it out for a low profile crosslink. During removal of the crosslink the set screw stripped out. To remove the crosslink the surgeon cut it out with a small piece remaining attached to the rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.